Event description:
Caller reported a cartridge alarm issue with their insulin pump. There was no adverse impact to the customer's blood glucose level as it did not exceed critical thresholds. Tandem technical support (cts) assisted the caller with loading a new cartridge, but the alarm reoccurred, preventing the continuation of insulin therapy. As a resolution, cts decided to replace the pump. The customer, whose pump was still under warranty, would use multiple daily injections as a backup therapy. Cts arranged to send a replacement pump with updated software and provided instructions on returning the malfunctioning pump.